Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient ipg not charging properly due to ipg that was too superficial. It was also reported that the ipg was getting warm. The patient underwent a revision procedure wherein the ipg pocket was relocated. The patient was doing well postoperatively.